Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/26/2016 that on (B)(6) 2016, the patient experienced hyperglycemia and diabetic ketoacidosis. Patient's grandmother reported that she changed sensor and transmitter, but failed to pair the new transmitter. Patient's blood glucose (bg) went high and she developed diabetic ketoacidosis. Patient was transported to hospital where she was treated and released the same day. Patient's grandmother stated that she believes that the problem was that the transmitter was not paired with the display device, and the finger stick (fs) values were not monitored properly. At the time of contact, patient is good. No additional patient or event information was provided. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A transmitter (part number stt-gf-001/serial number 40bxsf/lot number 5216236) was returned for evaluation. Functional testing and a pairing test was performed and the tests passed. The device was determined to be operating within the required specifications without malfunction. There was no allegation against the product that was returned. No further event or patient information is available.